Event description:
The customer reported that the pt's bladder became perforated towards the end of a total laparoscopic hysterectomy procedure. The site notes that this incident was not related to the ligasure device at all. The incident happened after the device was no longer in use towards the end of the procedure. The perforated bladder was diagnosed while completing a bladder leak test. Another surgeon was called to repair the perforation and the pt is said to be recovering well.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned for eval. If additional info pertinent to the incident is obtained, a f/u report will be submitted.